Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device tubing was not priming correctly customer was having a hard time getting the tubing to prime correctly without air when priming on the pump. There was no patient involvement, and no patient harm reported.